Event description:
Reported, "platen assembly is bent and allowed free flow. Infused the entire bag of 125 cc in 5 hours while on a patient. Pump was programmed at 10 cc hour. Patient is okay at this time. The medication was a standard mixture of bupivicaine 0.125% and fentanyl 2 mcg/ml in 125 ml nacl 0.9%. There was no injury/harm to the patient and no intervention was necessary. The incident occurred on (B)(6) 2008. The pump alarmed air-in-line after 5 hrs, pump read 72 ml remaining and the medication bag was empty. The biomedical engineer stated that the platen was obviously raised higher when closed. He was in the process of doing volumetric testing on all of their pumps and had completed about half the pumps when this incident occurred on a pump that had not yet been tested. He said that they reported the incident to ecri".

Manufacturer narrative:
The device has not yet been evaluated. A follow-up report will be submitted upon completion of the evaluation.